Event description:
It was reported that during a stenting treatment procedure, the stent dislodged from the delivery system. Vascular access was obtained via a brachial artery. The 90% stenosed target lesion was located in the calcified and severely tortuous common iliac artery. A 6fr non bsc sheathless guide catheter was placed. Pre-dilation was performed with a 4.0x40mm sterling balloon catheter. The 7.0x40 express vascular ld stent delivery system (sds) was then advanced and difficulty was noted while attempting to position in the lesion. The physician withdrew the express sds from the lesion and difficulty was noted while attempting to pull it into the guide catheter. The stent moved on its delivery system and ¿slightly appeared from the distal tip of the sheathless catheter¿. The catheter was carefully retracted to the brachial artery. However it was difficult to remove the device back through the sheath, therefore the stent was purposely dislodged from the sds while inside the sheath and then removed the stent utilizing a snare. The procedure was not completed. There were no addition patient complications and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery device was not received. Examination of the returned stent noted that the stent struts on one end were severely damaged, the struts were lifted and twisted. It was noted that the middle section of the returned stent was flattened and some of the struts were misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error as the dfu states "if a stent that has not been expanded needs to be removed, the sheath and the premounted stent system should be removed as a unit. Do not attempt to manually remove or adjust the stent on the sds balloon". (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged from the delivery system. Vascular access was obtained via a brachial artery. The 90% stenosed target lesion was located in the calcified and severely tortuous common iliac artery. A 6fr non bsc sheathless guide catheter was placed. Pre-dilation was performed with a 4.0x40mm sterling balloon catheter. The 7.0x40 express vascular ld stent delivery system (sds) was then advanced and difficulty was noted while attempting to position in the lesion. The physician withdrew the express sds from the lesion and difficulty was noted while attempting to pull it into the guide catheter. The stent moved on its delivery system and ¿slightly appeared from the distal tip of the sheathless catheter¿. The catheter was carefully retracted to the brachial artery. However it was difficult to remove the device back through the sheath, therefore the stent was purposely dislodged from the sds while inside the sheath and then removed the stent utilizing a snare. The procedure was not completed. There were no addition patient complications and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device.